Event description:
It was reported to boston scientific corporation that an endovive three-port through the peg jejunal tube was used during a gastrostomy tube replacement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician inserted the jejunal tube into the patient; however, the jejunal tube was not able to advance due to resistance. The physician removed the guidewire and the jejunal tube from the patient and attempted to insert the guidewire, but the guidewire came out from the hole just before the suture at the distal end of the jejunal tube. The physician inserted the guidewire from its proximal side into the distal end of the jejunal tube however the guidewire came out from between the stylet and the jejunal tube. In all three attempts severe resistance was met. The physician then grasped the suture at the end of the jejunal tube using forceps and advanced the device to the duodenum however, the suture broke. The jejunal tube was eventually placed in the target site. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The ttp j-tube was not returned. The jagwire with hoop and obturator rod were without issue. The flexible stiffening cannula supplied with this device did not present any defects. An examination of the precoat superstiff guidewire found it to be bent in multiple places and approximately 10 cm of one end was broken and kinked. It was noted that the condition of the returned device could not be functionally evaluated with respect to difficulty placing in the clinical setting. The guidewire damage was most likely caused during the procedure and would have contributed to the difficulty placing the device. Therefore, the most probable root cause of "operational context" is selected for the complaint. A device history record (DHR) review of lot number 16072262 was performed and revealed no related issues to the reported complaint.

Event description:
It was reported to boston scientific corporation that an endovive three-port through the peg jejunal tube was used during a gastrostomy tube replacement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician inserted the jejunal tube into the patient; however the jejunal tube was not able to advance due to resistance. The physician removed the guidewire and the jejunal tube from the patient and attempted to insert the guidewire, but the guidewire came out from the hole just before the suture at the distal end of the jejunal tube. The physician inserted the guidewire from its proximal side into the distal end of the jejunal tube however the guidewire came out from between the stylet and the jejunal tube. In all three attempts severe resistance was met. The physician then grasped the suture at the end of the jejunal tube using forceps and advanced the device to the duodenum however, the suture broke. The jejunal tube was eventually placed in the target site. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over 18 years old. Reported event of jejunal tube difficulty placing/retracting. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.